Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the most proximal stent row were raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-aug-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal left circumflex (lcx) artery. A 2.25x20mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a 2.25x16mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.